Event description:
It was reported that bleeding occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2026. On (B)(6) 2026, he sensor failed, and patient noticed slight bleeding at the insertion site. She stated that there were no contributing factors, as the sensor was properly inserted in her abdomen and was not bumped. She was able to stop the bleeding by applying pressure and cleaned the area with alcohol. The insertion site remained sore, red, and tender to touch, so she decided to visit a doctor. No tests were done, and the doctor only checked the area visually. The patient was prescribed oral antibiotic keflex 500 mg to take three times a day for the symptoms. The patient reported that the area has healed and she is now doing fine. At the time of the report, the area has healed and she is now doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.